Manufacturer narrative:
Other relevant device(s) are: product ID 37612 lot# serial# (B)(4) implanted: (B)(6) 2018 product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the deep brain stimulation (dbs) hadn't been helping them walk, noting they had been falling a lot. The consumer had also been doing the ¿parkinson¿s shuffle¿ and had been moving a lot lately. Last night the consumer used the patient programmer (pp) to check the implantable neurostimulator (ins) on their left side and noticed the ins was off. The consumer didn't know how the ins turned off and was uncertain how long it had been off. Following this the ins was turned back on. While using the pp to check the ins on the left side, the consumer noticed the elective replacement indicator (eri) message appeared on the screen. It was confirmed the ins on the right side was turned on and the battery level was okay. An appointment was scheduled with the healthcare provider (hcp) for january 27 (today).

Event description:
Additional information was received from the consumer reporting the circumstances that led to the device turning off was the battery ran out of charge. The difficulty walking and falling was not resolved and they are still falling a lot.

Manufacturer narrative:
B5. Part of the patient letter received was illegible due to it having been stuck to the envelope. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5. Please note the patient provided a response to steps taken to resolve the eri message, however the response was illegible due to being glued to the inside of the envelope. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.